Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The lesion was predilated with a 12 mm balloon. The taxus express2 8.8% 3.5 mm x 20 mm stent was successfully deployed on the first attempt. A bmw guide wire and bsc cls 3.5 guide catheter were also used during the procedure. The physician then met resistance when attempting to remove the balloon from the stent. The balloon and guide wire were pulled back toward the guide catheter until the balloon released from the stent. The entire system was removed from the pt without incident. There were no pt injuries or complications. The pt's final condition is reported to be stable.